Manufacturer narrative:
Intuitive surgical, inc (isi) received the following additional information regarding the reported event: the customer indicated that a fragment fell inside the patient but was removed. The patient has not returned to the hospital due to experiencing any post-surgical complications related to the retention of foreign material.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors (mcs) instrument was analyzed and failure analysis investigations replicated/confirmed the customer reported complaint. Failure analysis found the primary failure of tube extension broken to be related to the customer reported complaint. For clarification, the instrument was found to have a broken tube extension at the distal end. As a result, the wrist of the instrument is unable to straighten out. A broken piece was not returned, measuring roughly 0.121¿ x 0.136¿ size. Additional observation(s) not reported by site was also identified: the instrument tube extension exhibited signs of scratch marks/abrasion on the tube extension scratch marks measured roughly 0.025¿ x 0.060¿.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the monopolar curved scissors instrument joint would not stretch straight. The procedure was completed with no reported injury.